Event description:
According to an operative report received from the initial reporter, the patient's aortic prosthesis dehisced along the interior third, and wasattached quite tenuously" more posteriorly and rightword. In the aortal mitral curtain region, the valve was "firmly attached." The aortic valve was replaced and the patient also underwent concomittant coronary bypass grafting.

Manufacturer narrative:
Supplemental report: additional information was received regarding the pt's implant date.